Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right ventricular lead exhibited high pacing impedance. The lead was not used and replaced during the procedure. There were no patient consequences.

Manufacturer narrative:
The reported event of high lead impedance was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies.